Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced infection and sepsis related to peripherally inserted central catheter (PICC) line insertion. The patient's right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.